Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-9218-15 serial number: (B)(6). Batch/lot number: 7082998 model/catalog description: precision m8 adapter 15cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-9218-15 serial number: (B)(6). Batch/lot number: 7080089 model/catalog description: precision m8 adapter 15cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the battery site. Symptoms of soreness and tenderness were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility.